Event description:
It was reported a vns therapy patient experienced persistent vocal cord palsies lasting 2 months. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
"The use of repetitive transcranial magnetic stimulation and vagal nerve stimulation in the treatment of depression."